Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose. The customer¿s blood glucose level was 400mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. Customer also stated that no delivery alarm was found but insulin exited and saw that cannula was bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.